Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
On (B)(6) 2018, the customer stated that they have had 5 instances where patient samples had high results when tested with roche omni electrode potassium (k+) on a cobas b 221<6>=roche omni s6 system (b221) over the previous two to three weeks. The customer provided data for three patients and of these, two had erroneous results reported outside of the laboratory for k+. A sample from the first patient initially resulted as 5.26 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 5.37 mmol/l. The sample was repeated on a second b221 analyzer, resulting as 3.56 mmol/l. On (B)(6) 2018, a sample from the second patient resulted with a value around 12 or 13 mmol/l. A second sample was collected from the patient and tested, resulting as around 11 mmol/l. This second sample was repeated on a second b221 analyzer, resulting as 3 or 4 mmol/l. No adverse events were alleged to have occurred with the patients. The b221 analyzer serial number was (B)(4). The samples were tested with different k+ electrodes. The electrode used to run the sample from the first patient has been provided for investigation.

Manufacturer narrative:
The available electrode provided for investigation was tested. Investigations of the electrode determined that it was operating within the specified accuracy and trueness range. The customer's issue was not duplicated and the electrode is considered to be performing as intended.